Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one extended opening and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening sharp and partial delamination of orientation. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side posterior assessed as unidentified (tear) opening. Partial delamination of orientation dot due to adhesive failure. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and rupture. Device was explanted.